Manufacturer narrative:
Of the 26 allegations of a malfunction, 68 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damaged battery caps and battery compartment crack. During investigation for unrelated complaints, there were 6 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 26</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-76 years of age and between 37 and 200 pounds. Of the reported patients, 9 were male, 17 were female, and 0 were unknown.